Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's right eye, however, was removed and replaced with another lens of same model and diopter due to broken haptic. However, the same lens had problem inserting into the eye. This lens too was then removed and another lens of same model but of slightly lower diopter was used as the replacement. The incision was closed with 10-0 nylon suture. Additionally, there was increased intraocular pressure, and the same was treated in the clinic. The condition was stable at the first post operative visit. No other information was provided. This report captures the second lens which was removed due to problem inserting into the eye and a separate report is being submitted capturing the first lens which was removed from the eye due to broken haptic.

Manufacturer narrative:
Additional information: additional information received revealed following information and corresponding fields in the report are updated: section a5: ethnicity/race: not hispanic/ latino, white. Section b5: additional information received revealed that the ¿problem¿ faced during the insertion of the lens was that the leading haptic was straight (not curved) when inserted. Corrected data: as per the additional information received, correction is required for the following fields: section h6: medical device problem code: 1255 - failure to fold, instead of 2339 - inaccurate delivery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 29, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut, in a way that did not cut the lens in half. The lens was cleaned and, cosmetic issues were identified as well. One haptic was observed to be bent. However, based on the return condition of the lens, the complaint issue could not be identified. Conclusion: the reported complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.